Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
During a procedure it was reported there was a patient issue, patient had a cerebral event during the study. It was not a catheter issue. No other information was provided at this time.

Manufacturer narrative:
(B)(4).